Event description:
The facility's representative reported an infusion pump with a failure code 812:02. The representative stated that there were no patient incidents reported on this pump since the last baxter service event. Information was requested by baxter regarding medical intervention and patient injury, the medication involved, tubing product code and lot number in use. Pump programming and set-up information, the date this report occurred, specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.